Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose at the level of 406 mg/mg/dl/ the customer blood glucose is 242 mg/dl at the time of the call. Customer experienced symptoms such as vomiting. The customer was treated with manual injection. No further details was given, the insulin pump was not returned for analysis.